Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: malaysia it was reported that there is a wound breakdown when using these sutures.

Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this code batch of which (B)(4)units were manufactured and distributed in the market. There are no units in stock in b. Braun surgical warehouse. As no samples have been received and no units are available in b. Braun surgical, s.a. We have only reviewed the batch manufacturing record and this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Degradation test results conducted on samples before releasing the product into the market fulfilled b. Braun surgical requirements (bbs). In the degradation test, threads are introduced in a sörensen buffer solution at 37ºc for 7 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples before releasing the product were 0.73 kgf in minimum and 0.92 kgf in maximum (bbs requirements: 0.31 kgf<xi<1.58 kgf). These values are in the usual range for this thread and size. Safil quick and novosyn quick have the same mode of action: 5 days post-implantation approximately 50% of the initial tensile strength remains. All of the original tensile strength is lost by approximately at 10-14 days post-implantation. The absorption of novosyn quick and safil quick takes place after approximately 42 days. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.